Event description:
It was reported that the pt wanted the vns device taken out because it bothers him. Upon f/u with the neurologist's office, it was reported that the pt was threatening to take out the device himself. To prevent bodily harm, the neurologist's office plans on referring him for explant surgery. The pt's caretaker was worried about the pt's safety. It was confirmed that the event is purely a psychological issue and that there is no vns product issue. The nurse assured that the physician did not believe there was a problem with vns. Although surgery is likely, it has not occurred to date.